Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was an pumphead module (pmu) shuttle motor. The pmu shuttle motor has been replaced.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 812:02 occurred upon power on. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 812:02 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.